Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the pump history showed evidence that short battery life was indicated with a voltage drop leading to cs 128 low battery alarm. The battery compartment was undamaged. Moisture corrosion was observed in the battery canister and on the battery cap. A leak test revealed a bolus button leak. The battery cap fully secured to the pump; a power loss was not observed. The pump's ez-prime steps were performed successfully. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue; low battery alarms appear in the alarm history. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.